Event description:
It was reported to boston scientific corporation that an alliane inflation syringe was used during a balloon dilation procedure on (B)(6) 2014. According to the complainant, during the procedure, the physician found that the inflation device could not produce pressure. The physician switched to another alliance syringe which was it used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the gauge was reading inaccurately, therefore, this is now an MDR reportable event.

Manufacturer narrative:
Thought the patient's age is unknown, it was reported that the patient was over 18 years old at the time of the event. (B)(4) for the investigation results of gauge reading inaccurately. Visual evaluation of the complaint device found the cover of the gauge to be missing and a yellow discoloration was noted on the y-body of the syringe. A functional examination of the device revealed a failure mode that was not originally reported by the customer. Functional testing showed that the needle of the gauge did not increase while increasing the pressure. It is probable that the complaint device got damaged during handling of the device. This may have caused the internal mechanism of the gauge to become damaged, therefore the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.